Event description:
Caller states that she tested hi, 263mg/dl, and 508mg/dl back to back on the same device. She reports that an hour later she tested 290 mg/dl and took 10 units of novalog insulin. An hour later she states she experienced low blood glucose symptoms and tested at 59 mg/dl. She ate and called the paramedics. The paramedics reportedly arrived within 30 minutes and tested her at 49 mg/dl or 54 mg/dl on their device. She states that she was given 2 glucose tablets and within 15 minutes she felt better. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.